Manufacturer narrative:
Device evaluated by simulated use testing. Found an open circuit. Device repaired and returned to customer. Maintenance review conducted.

Event description:
While treating a patient, at 1158 shocks, a fatal error occurred. Treatment aborted.